Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to having a carbohydrate ratio setting that was too high. Reportedly, customers spouse assisted by administering carbohydrates to address bg level. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.